Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states pre-sternal catheters becoming disconnected internally at the connection of the extension catheter after the procedure had been performed. This patient has a bmi of 58.7, and a large pannus. The patient actually felt a tear when she moved to get up out of bed. The patient is extremely large and the pannus most likely created shearing on the weakest link; the connection. Surgically, there were no complications with these cases. The catheters were placed laparoscopically. The patients catheter was repaired and is working well.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing plant for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.